Manufacturer narrative:
Product analysis: the customer comments of damage to display and keyboard issue due to entry of liquid were confirmed. It was noted that the programmer had major corrosion inside screen and keyboard as well as other areas. The programmer shall be scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the display of the programmer was damaged and liquid had entered the keyboard from an unknown cause. The programmer was received into service and subsequently tested out-of-specification during manufacturer's analysis. There was no patient involvement.